Manufacturer narrative:
Chiaro has conducted a literature review (rpt-003219) on the link between breast pumps and mastitis in which several literatures relating to the risk factors and causes of mastitis were reviewed. Although some evidence points to a higher rate of occurrence in women using breast pumps versus those who are breastfeeding, the overall guidance states mastitis was caused by milk stasis and could be cured by effective milk removal, this may suggest that the mastitis was a cause for breast pump use rather than the breast pump use causing mastitis. We can conclude that it is unlikely that a breast pump is the origin of any infection. The customer was sent a replacement and we have requested for the pump to be sent back for further investigation therefore it cannot be concluded that the pump caused or contributed to the customers mastitis.

Event description:
Customer reported on (B)(6) 2024 from the es that the elvie stride has caused her mastitis and she was treating herself with antibiotics.